Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18155. It was reported the pt was experiencing unintended stimulation. X-rays were taken and revealed one of the leads had migrated. Surgical intervention was undertaken and the lead was repositioned. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.